Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device exhibited a decrease from 33% to 10% remaining battery longevity. Boston scientific technical services (ts) was contacted for a data review and it was confirmed that the s-ICD was prematurely depleting. Replacement was recommended within 90 days. Two weeks later, ts was contacted again where it was stated the patient and physician have elected not to explant the device and leave it in situ. It was stated that shock therapy was disabled. At this time, the s-ICD remains implanted and the patient was stable with no adverse effects.